Event description:
It was reported that undersensing of the right atrial (ra) lead during a supra ventricular tachycardia (svt) episode led to inappropriate shocks from the right ventricular (rv) lead. Reprogramming was successfully completed and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: unknown implantable tachy lead. (B)(4).